Manufacturer narrative:
Concomitant medical products - model: 407652, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) and developed a lead fracture. Reprogramming was completed and eventually the lead was partially removed and replaced. No patient complications have been reported as a result of this event.